Event description:
Affilate reported reservoir leaked at the o-rings, filling correct, this happened with more of 50% of the box" no further details provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.